Manufacturer narrative:
D9: 7/21/2025. One device was returned for analysis of complaint that the pump was alarming because the cassette was not attached correctly. No 12-month service history was found. Review of event log confirmed the complaint. Visual and functional testing was performed. Visual inspection found printed wiring board (pwa) board corrosion and upstream occlusion (uso) seal buckle. Downstream occlusion and upstream occlusion testing confirmed the complaint. Probable cause was dso corrosion, non-functional. Replaced dso sensor, uso seal, and pwa board. Device passed testing post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming because the cassette was not attached correctly. The event occurred during testing. There was no patient involvement.